Manufacturer narrative:
D9: product returned 15 july 2024. H3: one device was returned in used condition for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem of system fault was duplicated. Device does not meet specifications. The most probable cause is due to intermittent motor. The motor was replaced, and the device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a system fault. Per reporter, the event occurred during testing and there was no physical damage. There was no patient involvement, and no harm/adverse event was reported.